Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was heating. The customer¿s blood glucose level was 7 mmol/l and 11.2 mmol/l at time of incident. The customer reported that the batteries died quickly and changed batteries it was getting hot towards the end of battery life. It was reported that they had issue with insulin flow and does not slow down with decreasing battery life. The customer was advised to call back, as the insulin pump may need to be replaced. The insulin pump will not be returned for analysis.